Manufacturer narrative:
Nerve injury is a rare known risk of the miradry treatment, however, increased risk of injury associated with multiple treatments in the same area were determined to be a contributing factor and/or cause of this event. The distributor has been directed to retrain the user on proper execution continued monitoring and follow up, including tracking and trending of this and other potentially related events is being performed under routine quality system processes. Further action including investigation with consideration and execution of correction(s), corrective action, and/or preventive action will be taken if and when necessary.

Event description:
Treatment was completed without pain during or immediately after the procedure. However, clinic reported delivering duplicate energy placements. Numbness developed the following day. On postoperative day 2, calonal and methycobal were prescribed. No signs of infection were observed. At the 1-week follow-up visit, pain persisted, and flexion of the left first through third digits was impaired. Calonal was continued, and loxoprofen was added as needed for pain control. Before the scheduled 1-month follow-up, the patient visited a local orthopedic clinic and was prescribed tarlige. A second opinion and further neurological evaluation were recommended. Treating clinic diagnosed the condition as radial nerve injury.